Event description:
The ge oec 9800 fluoroscopy system would occasional system lock-ups. Also noted low ma error on initial complaint.

Manufacturer narrative:
A ge oec service representative investigated the issue. This system had extensive work done to repair a lock-up issue about one month ago. Added info is limited, but assumed follow-up and re-calibration to repair this current issue. It is assumed the issue has been resolved. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.